Manufacturer narrative:
Further investigation regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
The returned nozzle unit has been investigated. Visual observation showed nothing unusual. It was mounted in a reference ventilator and tested. It passed all pre-use checks and it functioned normally during ventilation. The reported failure was not reproduced. Evaluation of the received ventilator's logs confirmed the reported problem that the ventilator failed the pressure transducer test during pre-use checks. The failed portion of this test indicated a regulation difficulty in opening during a pre-defined pre-use pressure. A fault which could indicate a problem with the nozzle unit's membrane, but our tests found no problem. The nozzle unit which is part of the gas module and consists of a membrane, a mouthpiece, and a feather spring, is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay upon release. The nozzle unit should be changed during the yearly preventive maintenance or after 5,000 hours of operation. According to received logs, the latest preventive maintenance was performed in march of 2015, which implies that the returned nozzle unit, if it was replaced, was 2 months old at the time of event. The cause for the reported failure has not been determined.